Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of customer's hospitalization for high blood glucose levels. The father states the customer had received no delivery alarms. The customer's blood glucose level was 400mg/dl. The customer treated the high with the pump and declined to troubleshoot for the high. The customer states the no delivery alarm was resolved by infusion set change. The customer was advised the sets would be replaced and returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device had cracked reservoir tube lip and a stained end cap sticker. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.